Manufacturer narrative:
(B)(4). Correction "review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed."

Event description:
A review of the share logs was performed and loss of connection was found within the investigation window, however, the device operated within specification. The allegation was not confirmed.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.